Manufacturer narrative:
The complaint is not verifiable. Only the oxygen (o2) sensor was returned for eval. The o2 sensor was installed in a lab tested electronic pt gas system (epgs) and calibrated the epgs twelve times with no failure to calibrate occurring. The user facility biomed replaced the o2 sensor as a repair as it was installed six months prior to the complaint date and due for replacement per six month preventative maintenance (pm). No further issues have been reported for this device. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the calibration of the electronic pt gas system (epgs) took three attempts. The device was not changed out, as they used it for the case. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.